Manufacturer narrative:
The product evaluation has not been completed yet, but is anticipated. Once the evaluation results are available a supplemental report will be submitted. The device service history record review was completed and all manufacturing inspections passed with no non-conformance's. The UDI number is (B)(4).

Manufacturer narrative:
The oximetry cable was received for product evaluation. The cable was connected to a calibration cup for over 24 hours for testing and analysis. There were no inaccurate sv02 values observed and there was no drifting of values observed. Additional testing was performed which included a hemosphere monitor and catheters with a blood bench simulation setup. This was performed for five hours and there was no drifting of sv02 values found. There was no defect found. The reported issue was not confirmed. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. No further actions will be taken at this time. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Svo2 is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be determined if any clinical or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Refer to submission 2015691-2017-02760 for the second incident with the oximetry cable.

Manufacturer narrative:
The device has not been returned for evaluation yet. Upon receipt of the product, an evaluation will be completed and the investigation results will be submitted in a supplemental submission.

Event description:
It was reported that the hemosphere oximetry smart cable was being used for patient monitoring in the cticu. The clinician reported that the sv02 values for the hemosphere were low in relation to the vigilance ii monitor and patient blood gas. There was no incorrect patient treatment or therapy administered. There was no patient harm or injury. Patient demographic information not available at this time.